Event description:
In (B)(6) 2008, during an ablation for gynecological issues, the essure coils were implanted. Since then, I have experienced debilitating symptoms that include but are not limited to: headaches, lethargy, joint pain, hip pain, severe back pain, inability to walk long distances, weight gain, depression, inability to stand in one spot for any length of time, horrendous cramping during menstrual cycles but not exclusive to those times alone, and diagnosed as physically handicapped. I could no longer do the job for which I was hired, which I am a medical technician with an ophthalmology practice. I have been seen by my pcp, and specialists and none have found an absolute diagnosis. As of now, I am being treated for fibromyalgia but my symptoms do not directly correlate with the reported most common symptoms of fibromyalgia. I take 6 medications to help control the pain levels.